Event description:
Customer reports testing on one device and receiving a result of 88 mg/dl and testing on a different device within 10 minutes, receiving a result on 184 mg/dl. Customer reports that both devices are used in a professional setting. No adverse event reported and no treatment received. No strip information was provided. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device but customer refused to return.